Manufacturer narrative:
Tech support advised that the custoemr restart their xhibit central station. Attempts were made to follow up with the customer, however a response was not received.cause of failure was not determined at this time. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that while monitoring telemetry patients at a xhibit central station, telemetry patients went offline several times and would recover on their own. There was no patient or user harm associated with this event.